Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. Following the reset, the malfunction did not recur, and the customer was advised they may continue using the pump. The call included instructions to contact support again if the issue reappears, which the caller understood.